Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that his wife was hospitalized for a high blood glucose of 450 mg/dl and diabetic ketoacidosis. The customer began to experience symptoms of high blood glucose, mainly abdominal pain, so she was rushed to the ER. By the time she was at the ER her blood glucose was 589 mg/dl. The customer normally treats blood glucose levels exceeding 300 mg/dl with syringes, but her high this time was severe and needed medical attention. The customer was treated with an insulin IV. Troubleshooting was initiated to inspect the pump. There were no apparent alarms or anomalies with the insulin pump and its components. A high pressure test could not occur due to lack of a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer in other to detect an occlusion.